Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, there was no damage or peeling observed on the keypad. The up and down keys did not respond. The ok and contrast keys responded intermittently. They keypad cover was removed and contamination was present under all the button contacts. The bolus button could not be tested due to keypad not working appropriately. Unrelated to the original complaint, the pump case and battery compartment was cracked. Also, unrelated to the original complaint, the battery cap was damaged and the threads were stripped. Also, unrelated, the display was dim and discolored.